Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have visible contamination on the device. Upon review of the event history log, primary audible alarm post found was found. Device was powered on and underwent infusion and occlusion testing. The reported customer complaint was unable to be confirmed during testing. The problem source of the alarm noted in the event history log was unknown.

Event description:
Information was received that device will not let program run, system failure primary audible alarm post. No adverse effects reported.